Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted and recommended further testing and reprogramming options. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible